Event description:
During a dressing change the catheter was noted to be leaking at the hub/catheter connection site. The insertion site was intact without any drainage, redness, or breakdown noted. The catheter was exchanged and sent to biomedical for reporting and shipping to the manufacturer.